Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported on (B)(6) 2015 that she had an accident with the device on (B)(6) 2015; a tree fell on her and she fell backwards. The implantable neurostimulator location hurt and burned since this happened. There was burning whether the device was on or off. The therapy worked here and there but not all of the time. The patient went to the doctor and the doctor felt that the skin around the battery was bruised a little bit. She was told to leave the device off for about a week. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to regulatory report #3004209178-2015-22141 for the initial report of the information above. Additional information received from the health care professional (hcp) on 2015-12-21 reported that the interventions/actions taken to resolve the issue included replacing the lead.